Manufacturer narrative:
Neither samples, skus, nor lot numbers were provided by the patient's mother, and the patient's mother is unwilling to provide further details. Hollister incorporated is unable to verify the reported information with any medical professional. Since the (B)(6) girl was reported to have had contact dermatitis on both legs prior to the use of the cleanser and since event details including medical professional assessments are not available, it cannot be determined if this reported reaction was due to a hollister restore cleanser or is associated with the pre-existing contact dermatitis.

Event description:
It was reported that the patient has contact dermatitis on both legs and the doctor used a hollister restore cleanser on the legs before taking a swab and then the doctor changed it to a biopsy. The patient's mother stated that her child reacts to everything. The patient's mother stated that after using the restore cleanser on the patient's legs it ate through the layers of skin and she started shedding her skin. The patient's mother then stated that the patient was flown to a hospital and stayed there for two weeks.